Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the cardiomems implant procedure was abandoned due to inability to obtain guidewire positioning prior to cardiomems delivery catheter insertion. The physician stated the cause of the difficulty was due to the patient's anatomy. There were no adverse consequences to the patient.